Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that about two weeks after the implant of the over-the-wire (otw) left ventricular lead, pacing failure was noted and the lead seemed to be displaced beyond the initial placement site. The lead was explanted and another lead was attempted, however it could not be placed due to the fine blood vessel of the patient. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.